Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the scroll compressor. The fse then performed all functional and safety test as per factory specifications. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power up failure code #14 when booted up. There was no patient involved and no adverse event was reported.